Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient received a system error 2240 with a cascading system error 2367 alarm on the homechoice (hc) during peritoneal dialysis (pd) therapy while connected to the hc device with an unknown baxter disposable set with cassette. It was unknown if the patient disconnected during the night or the cause of the alarm. There was nothing unusual noted about the supplies. The nurse disconnected the patient and removed supplies from the hc. No patient injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿ as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.